Event description:
It was reported that the patient experienced a pericardial effusion and a drop in blood pressure. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a faradrive steerable sheath clear the patient experienced a pericardial effusion and a drop in blood pressure. The left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) were ablated with the farawave catheter without issue. The farawave was withdrawn into the sheath, then the sheath was rotated towards the right superior pulmonary vein (rspv) over the posterior wall with the non-boston scientific guidewire extended outside the sheath. A sudden drop in blood pressure occurred, and a pericardial effusion was visible on the echocardiogram. The sheath was withdrawn from the left atrium and pericardiocentesis was performed, which withdrew at least 1800ml of blood. The procedure was cancelled due to the pericardial effusion, and the patient was transferred to the intensive care unit (ICU) of a heart center with heart surgery. The patient outcome is unknown. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.